Event description:
It was reported that this right ventricular (rv) lead recorded a lead safety switch due to the right ventricular (rv) lead exhibiting a high out of range pace impedance measurement. Technical services (ts) noted a previous stored episode for a high out of range pace impedance measurement greater 3000 ohms with no evidence of noise and unipolar impedances being withing range. Additionally, ts noted a stored ventricular episode that appear to be due to electromagnetic interference (emi) and myopotential oversensing. Technical services (ts) possible testing in clinic to determine if there is a lead anomaly and if not, discussed possible troubleshooting. This rv lead remains in service. No adverse patient effects were reported.